Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred and a new sensor session was unable to be started. There was no impact to the customer¿s blood glucose level. The current pump will continue to be used for diabetes management.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.